Manufacturer narrative:
The reported field event of an inability to interrogate the device was not confirmed in the laboratory. The device communicated using both rf and inductive telemetry. (B)(6).

Event description:
It was reported that the device was unable to be interrogated. The device was not implanted.